Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving intrathecal baclofen 2000.0 mcg/ml at 1300.3 mcg/day via an implantable pump for spinal cord injury/spinal cord disease. It was reported that under infusion occurred; the actual reservoir volume (arv) was 13 ml, and the expected reservoir volume (erv) was 8.9 ml. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included ¿follow-up at next refill on ((B)(6)2018)¿. No actions/interventions were taken. Surgical intervention did not occur and was not planned. The issue was not resolved. However, the patient's status was alive - no injury. The patient¿s weight, other medications, and medical history were unknown. No further complications were reported. Additional information was later received from a foreign healthcare provider via a company representative on (B)(6) 2022. The refilling physician reported a significant discrepancy between the expected reservoir volume (3 ml) and actual reservoir volume (9 ml). The volume discrepancy occurred on (B)(6) 2022. Factors that may have led or contributed to the issue was indicated as nil. As per the logs provided a pump motor stall recovery occurred on (B)(6) 2021 at 9:43 am. The logs also showed a non-critical alarm regarding low reservoir which occurred on (B)(6) 2022. It was unknown if the issue was resolved as of(B)(6) 2022. The pump administered baclofen with concentration 2000.0 mcg/ml at a dose rate of 660.6 mcg/day as of (B)(6) 2022. No surgical intervention occurred and no surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2022. The patient¿s medical history was unknown. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the logs having captured a motor stall recovery on 2021-sep-17, the date and time of the motor stall and/or duration of the motor stall was unknown. The cause of the motor stall was unknown. It was unknown if there were any symptoms or patient impact associated with the motor stall. It was unknown if any diagnostic tests, troubleshooting, or actions were taken to resolve the issue regarding the motor stall.